Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this patient presented after receiving a shock. When this device was interrogated an error code for a shorted lead was present. It was indicated the device and right ventricular (rv) lead would be explanted. Additionally, there was some confusion around the error code. Boston scientific technical services (ts) indicated this was likely a translation issue. Ts also reviewed the device data and indicated there were three error messages. Additionally, noise was observed on the rv lead. Fluoroscopy did not reveal any signs of a lead fracture. As a result, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted no anomalies. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on january 23, 2018. Additionally, a power on reset and oscillator mismatch alert were noted following the shorted lead indicator. The x-ray revealed the plasma fuse was open. When the plasma fuse is open, the device cannot charge. This was verified with the manual capacitor reform as it had a charge timeout at 45 seconds. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted lead.